Event description:
It was reported that there was an over infusion of normal saline to a patient admitted for congestive heart failure. The normal saline was intended to infuse at a rate of 150ml/ hour, however the patient received a 500ml bolus infusion. The event occurred at approximately 2230. Following the event, the patient "had a hard time breathing" and was placed on bilevel positive airway pressure for a "few hours". The patient was able to come off breathing support and continued to be monitors.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that there was an over infusion of normal saline to a patient admitted for congestive heart failure. The normal saline was intended to infuse at a rate of 150ml/ hour, however the patient received a 500ml bolus infusion. The event occurred at approximately 2230. Following the event, the patient "had a hard time breathing" and was placed on bilevel positive airway pressure for a "few hours". The patient was able to come off breathing support and continued to be monitors. Received a copy of the customer's medwatch report from FDA which states, "patient (pt) had a fluid bolus of 500 mls instead of it running @ 150ml and now patient on bipap. Pt had a fluid bolus of 500 mls instead of it running @ 150ml and now patient on bipap. Pt had ns (normal saline) @ 150mls per hour and around 2230 registered nurse found patient was having a really hard time breathing and had to put patient on bipap. I scanned the meds and placed IV mag (magnesium) and ns at 2105."

Manufacturer narrative:
Correction: a25 - no apparent adverse event (3189), b15 - analysis of information provided by user/third party.

Event description:
It was reported that there was an over infusion of normal saline to a patient admitted for congestive heart failure. The normal saline was intended to infuse at a rate of 150ml/ hour, however the patient received a 500ml bolus infusion. The event occurred at approximately 2230. Following the event, the patient "had a hard time breathing" and was placed on bilevel positive airway pressure for a "few hours". The patient was able to come off breathing support and continued to be monitors. Received a copy of the customer's medwatch report from FDA which states, "patient (pt) had a fluid bolus of 500 mls instead of it running @ 150ml and now patient on bipap. Pt had a fluid bolus of 500 mls instead of it running @ 150ml and now patient on bipap. Pt had ns (normal saline) @ 150mls per hour and around 2230 registered nurse found patient was having a really hard time breathing and had to put patient on bipap. I scanned the meds and placed IV mag (magnesium) and ns at 2105."

Manufacturer narrative:
Omit: other occupation, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: sex, describe event or problem, initial reporter occupation , FDA notified?, report source, report source other. Additional information: age at time of event, age unit, date of birth, patient race, device available for eval? , returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c,d codes, related report number grid and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of normal saline could not be confirmed through a review of the device logs or replicated through device testing since the suspect device was not received for inspection, log review only. The retrieved associated device logs showed on 10sep2024 at 8:54 pm, an infusion of maintenance ivf at 0.01 g/ml was programmed and started on the suspect pump module sn (B)(6). The infusion rate was at a rate of 150 ml/h. The volume to be infused (vtbi) was set at 500 ml. The suspect device was powered off about five (5) minutes later. The suspect pump module sn (B)(6) was not used again until 11:18 pm, however, on the concomitant pump module sn (B)(6), at 8:54 am, an infusion (unrelated to the reported infusion of normal saline) of magnesium sulfate (drugid=326) at a concentration of 0.01 g/ml, was programmed with a rate of 200 ml/h and a volume to be infused (vtbi) of 100 ml. The infusion finished at 9:29 pm with a recorded total volume infused (tvi) of 100.029 ml. The concomitant device was powered off about twenty-five (25) minutes later. The pcu, the suspect pump module, and the concomitant pump module were powered on again at 9:33 pm. At this time, an infusion of magnesium sulfate (drugid=326), at a concentration of 0.01 g/ml, was programmed again on the concomitant pump module sn (B)(6) with a rate of 200 ml/h and a vtbi of 100 ml. The infusion ended at 10:06 pm with a recorded tvi of 100.015 ml. The suspect device was powered off about thirty five (35) minutes later. The devices were powered on again at 11:17 pm. After three (3) channel select keypresses of the suspect pump (sn (B)(6)) and two (2) channel select keypresses of the concomitant pump (sn (B)(6)), the suspect pump channel was selected and, at 11:18 am, a basic infusion (no guardrails) was programmed at a rate of 150 ml/h and a vtbi of 900 ml. Three (3) seconds after the start of the infusion, the channel off key was pressed, followed by pcu soft keys 11 and 13 being pressed. The channel off key was pressed again and the pcu, along with the suspect and concomitant pump modules, were powered off. Root cause: the root cause of the reported event of an over infusion of normal saline was not determined as the incident suspect device was not returned for testing. The information provided by the facility is insufficient to determine the root cause.